Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon of intermittent image was not duplicated as the device was not returned. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center has intermittent image and the connector is malfunctioning. It was reported the event occurred during reprocessing and also that a similar device was used to complete the procedure with no more than a 15 minute delay. There was no patient harm or user injury reported due to the event. Additional information clarifying if the event occurred during reprocessing or prior to a procedure has been requested

Manufacturer narrative:
The the reported issue of image noise could not be replicated and the device was not returned for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.